Event description:
A facility reported a valve (unknown manufacturer) has been implanted for 40 years and never revised. The patient is a (B)(6) female since birth presented with proximal vp shunt obstruction. The patient presented with hydrocephalus and headaches for 72 months and on (B)(6) 2022, a certas plus valve (ID (B)(6)) was implanted with setting 5. At the time of the valve implantation, the patient had a headache, but she was neurologically intact and there were no issues during valve insertion. The patient was monitored in ICU for 24 hours and on (B)(6) 2022, the shunt settings changed from 5 to 3 and the patient coded (tachycardic and was found unresponsive in bed). The patient suffered cardiac arrest at approximately 9:00p.m. On (B)(6) 2022, a revision surgery was attempted unsuccessfully due to collapsed ventricles due to massive brain edema. The patient passed away on (B)(6) 2022.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
The certas valve (ID (B)(6)) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. However, a probable root cause for the reported complaint is due to biological debris and protein build up interfering with the valve mechanism.. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Event description:
A facility reported a valve (unknown manufacturer) has been implanted for (B)(6) and never revised. The patient is a (B)(6) female since birth presented with proximal vp shunt obstruction. The patient presented with hydrocephalus and headaches for 72 months and on (B)(6) 2022, a certas plus valve (ID (B)(6)) was implanted with setting 5. At the time of the valve implantation, the patient had a headache, but she was neurologically intact and there were no issues during valve insertion. The patient was monitored in ICU for 24 hours and on (B)(6) 2022, the shunt settings changed from 5 to 3 and the patient coded (tachycardic and was found unresponsive in bed). The patient suffered cardiac arrest at approximately 9:00p.m. On (B)(6) 2022, a revision surgery was attempted unsuccessfully due to collapsed ventricles due to massive brain edema. The patient passed away on (B)(6) 2022.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Additional information received: there was no radiographic confirmation of the initial and any other setting changes; the value was programmed each time the value was interrogated to confirm the programming. Following warning glasgow coma scale (gcs) of 3, the patient went for shunt revision, but ventricles were collapsed and placing a new ventricular catheter was impossible.

Event description:
N/a.